Event description:
It was reported to philips that the system gave an alert indicating the power supply had low voltage, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. A field service engineer (fse) found a defective low voltage power supply (dcps) for the personal dose meter (pdm) in the r cabinet. System log files confirmed voltage errors linked to the faulty power supply. The power supply was returned to philips for further analysis. The analysis confirmed the absence of output. Following replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome. The evaluation method code has been corrected.